Event description:
It was reported that the pacemaker dependent patient presented remotely via merlin.net. Transmission showed that the right atrial (ra) lead exhibited noise over-sensing. Programming changes was done previously to avoid inappropriate mode switch episode but last transmission from (B)(6) 2023 showed that there were occurence of inappropriate mode switch episodes. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.